Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat a grade ii-iii symptomatic cystocele. It was reported that the patient underwent surgery on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that the patient underwent a hernia repair using sutures on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent cystourethroscopy and transvaginal excision of exposed (eroded) mesh on (B)(6) 2012 due to vaginal mesh exposure (erosion), dyspareunia and pelvic pain s/p prior anterior vaginal mesh surgery. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge.

Event description:
It was reported that following insertion the patient experienced vaginal discharge.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.